Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an adhesive event where infusion set fell off on (B)(6) 2024 due to tape not sticking. The adhesives might be affected by skin type activity level, weather conditions (high temperatures and/or humidity). Infusion set was used for 43 hours. No further information was available.